Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a fractured scs lead, causing ineffective stimulation. X-rays confirmed the fracture. In turn, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
A patient experiencing a fractured lead was reported to abbott. The patient¿s lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs lead was explanted and replaced to address the issue.